Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("patient felt a very strong pain") and device breakage ("one of the essures had broken") in a 35 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of back pain in 2009, generalized pruritus in 2008 and insomnia, headache, asthenia, arthromyalgia, fibromyalgia, osteoarthritis, anxiety depression and parity 3. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), back pain ("back pain"), dysmenorrhoea ("unbearable pain during menstrual periods"), heavy menstrual bleeding ("bleeding with exaggerated cots"), fatigue ("chronic fatigue"), nausea ("nausea"), pruritus ("itching"), pain in extremity ("legs pain"), diarrhoea ("continoues diarrhea"), mood swings ("constant mood swings"), adenomyosis ("adenomyosis"), intermenstrual bleeding ("metropathia haemorrhagica") and procedural pain ("essure insertion: without any problem, but very painful"). The patient was treated with surgery (essure removal on (B)(6) 2015 and laparoscopy subtotal hysterectomy + bilateral salpingectomy).essure was removed on (B)(6) 2016. At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, back pain, device breakage, diarrhoea, dysmenorrhoea, fatigue, heavy menstrual bleeding, intermenstrual bleeding, mood swings, nausea, pain in extremity, pelvic pain, procedural pain and pruritus to be related to essure administration. The reporter commented: patient visited doctors several times, they blamed everything on her mood. Patient went to neurologists, rheumatologists, gynecologists and psychiatrists. Patient visited another gynecologist to whom she reported all symptoms, and the physician provided her the option to remove the essures. Upon waking up after the procedure, patient felt very bad but quickly noticed an improvement. Upon the 1st menstrual period after the surgery (unknown date): patient knew remains of the essure had been left in her because the hemorrhages continued patient was informed that essure had been removed, but then was informed that she still had remains of it. Medical exams were performed and essure fragments were confirmed. One of the essures had broken, according to a biopsy report from (B)(6) 2016. Patient underwent metal allergy tests, and they were positive to nickel. The health service denied any causal relationship between essure insertion and the patient symptoms. It was stated that the patient¿s report was presented to health service by the lawyer. However, no statement from the lawyer himself was provided in this source document. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2011: it was all ok. [Biopsy] on (B)(6) 2016: one of the essures had broken based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("patient felt a very strong pain") and device breakage ("one of the essures had broken") in a 35 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of back pain in 2009, generalized pruritus in 2008 and insomnia, headache, asthenia, arthromyalgia, fibromyalgia, osteoarthritis, anxiety depression and parity 3. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2016. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), back pain ("back pain"), dysmenorrhoea ("unbearable pain during menstrual periods"), heavy menstrual bleeding ("bleeding with exaggerated cots"), fatigue ("chronic fatigue"), nausea ("nausea"), pruritus ("itching"), pain in extremity ("legs pain"), diarrhoea ("continoues diarrhea"), mood swings ("constant mood swings"), adenomyosis ("adenomyosis"), intermenstrual bleeding ("metropathia haemorrhagica") and procedural pain ("essure insertion: without any problem, but very painful"). The patient was treated with surgery (essure removal on (B)(6) 2015 (laparoscopy subtotal hysterectomy + bilateral salpingectomy) and laparoscopy subtotal hysterectomy + bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, back pain, device breakage, diarrhoea, dysmenorrhoea, fatigue, heavy menstrual bleeding, intermenstrual bleeding, mood swings, nausea, pain in extremity, pelvic pain, procedural pain and pruritus to be related to essure administration. The reporter commented: patient visited doctors several times, they blamed everything on her mood. Patient went to neurologists, rheumatologists, gynecologists and psychiatrists. Patient visited another gynecologist to whom she reported all symptoms, and the physician provided her the option to remove the essures. Upon waking up after the procedure, patient felt very bad but quickly noticed an improvement. Upon the 1st menstrual period after the surgery (unknown date): patient knew remains of the essure had been left in her because the hemorrhages continued. Patient was informed that essure had been removed, but then was informed that she still had remains of it. Medical exams were performed and essure fragments were confirmed. One of the essures had broken, according to a biopsy report from (B)(6) 2016. Patient underwent metal allergy tests, and they were positive to nickel. The health service denied any causal relationship between essure insertion and the patient symptoms. It was stated that the patient¿s report was presented to health service by the lawyer. However, no statement from the lawyer himself was provided in this source document. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2011: it was all ok. [Biopsy] on (B)(6) 2016: one of the essures had broken. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jun-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("patient felt a very strong pain") and device breakage ("one of the essures had broken") in a 35 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of back pain in 2009, generalized pruritus in 2008 and insomnia, headache, asthenia, arthromyalgia, fibromyalgia, osteoarthritis, anxiety depression and parity 3. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), back pain ("back pain"), dysmenorrhoea ("unbearable pain during menstrual periods"), heavy menstrual bleeding ("bleeding with exaggerated cots"), fatigue ("chronic fatigue"), nausea ("nausea"), pruritus ("itching"), pain in extremity ("legs pain"), diarrhoea ("continoues diarrhea"), mood swings ("constant mood swings"), adenomyosis ("adenomyosis"), intermenstrual bleeding ("metropathia haemorrhagica") and procedural pain ("essure insertion: without any problem, but very painful"). The patient was treated with surgery (essure removal on nov-15 2015 (laparoscopy subtotal hysterectomy + bilateral salpingectomy) and laparoscopy subtotal hysterectomy + bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the outcomes for these events were unknown. The reporter considered adenomyosis, back pain, device breakage, diarrhoea, dysmenorrhoea, fatigue, heavy menstrual bleeding, intermenstrual bleeding, mood swings, nausea, pain in extremity, pelvic pain, procedural pain and pruritus to be related to essure administration. The reporter commented: patient visited doctors several times, they blamed everything on her mood. Patient went to neurologists, rheumatologists, gynecologists and psychiatrists. Patient visited another gynecologist to whom she reported all symptoms, and the physician provided her the option to remove the essures. Upon waking up after the procedure, patient felt very bad but quickly noticed an improvement. Upon the 1st menstrual period after the surgery (unknown date): patient knew remains of the essure had been left in her because the hemorrhages continued patient was informed that essure had been removed, but then was informed that she still had remains of it. Medical exams were performed and essure fragments were confirmed. One of the essures had broken, according to a biopsy report from (B)(6) 2016. Patient underwent metal allergy tests, and they were positive to nickel. The health service denied any causal relationship between essure insertion and the patient symptoms. It was stated that the patient¿s report was presented to health service by the lawyer. However, no statement from the lawyer himself was provided in this source document. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2011: it was all ok. [Biopsy] on (B)(6) 2016: one of the essures had broken. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal verification it was found to be argus cases (B)(4) are duplicate of each other. Therefore, argus case (B)(4) needs to nullify from argus database. All source documents, references, reporters are transferred to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.